Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the patient had been suc cessfully reprogrammed and was receiving effective stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the issue was not determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for unknown indications. It was reported that intra-op, electrodes 12, 13, 14, 3, 4 and 5 showed avoid and impedances showed in the 400 ohms range. While the patient was in recovery, the manufacturer representative ran impedances again; it showed electrodes 4 and 13 as avoid, it was 480 ohms for both and the manufacturer representative didn't change reference point to check impedances further. It was then suggested to the manufacturer representative that they should re-visit the patient to make sure the electrodes she was using didn't cause any system or therapy issue. But the manufacturer representative was no longer with the patient and the patient was still unconscious to allow the manufacturer representative to assess therapy benefit. Additional information was received from a manufacturer representative and a consumer regarding the patient on (B)(6) 2018. It was reported that the patient was seen at their one-week follow-up appointment and an electrode impedances test was done. The impedance check revealed a message to avoid electrodes 0, 4, 9, and 13. The message stated: avoid due to a possible short. Referenced affected electrodes revealed the same information. The patient was programmed with a pulse width of 180 microseconds and a rate of 800 hertz on (B)(6) 2018. On (B)(6) 2018, the patient was getting a message on their patient controller stating that he could not reach the desired therapy settings and was essentially locked out. The manufacturer representative is planning to meet with the patient again to try to reprogram. The manufacturer representative is in the early stages of trying to resolve with reprogramming. There were no patient symptoms or complications reported.